Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged pump error 43 alarm found on 04-sep-2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thump. Pump error 43 alarm (file number: 121 121 line number: 602 752) was recorded and found in the formatted history file on: 09/04/2021 18:35:50.000, 09/04/2021 18:41:08.000, 09/04/2021 18:41:49.000, 09/04/2021 18:43:52.000 09/04/2021 19:33:31.000, 09/04/2021 19:36:29.000, 09/04/2021 19:43:02.000, 09/04/2021 19:45:05.000 09/04/2021 19:48:57.000. Pump error 130 alarm (file number: 121 121 line number: 602 752) was recorded and found in the formatted history file on: 09/04/2021 16:47:00.000, 09/04/2021 16:57:00.000, 09/04/2021 17:22:00.000, 09/04/2021 18:32:17.000, 09/04/2021 19:49:03.000. Pump error 43 alarm (file number: 121 121 line number: 602 752) and pump error 130 alarm were confirmed, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 04-sep-2021 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 09/04/2021 18:36:24.000, 09/04/2021 18:40:06.000, 09/04/2021 19:53:03.000, 09/04/2021 20:03:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 09/04/2021 18:36:06.000, 09/04/2021 18:36:39.000, 09/04/2021 18:36:49.000, 09/04/2021 18:37:03.000, 09/04/2021 18:37:23.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Pump error 43 alarm (file number: 121 121 line number: 602 752) and pump error 130 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.